Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including pt information and pt status from the hospital, field contact or distributor. Product performance engineering reviewed the incident information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, device placement technique, pre-dilatation strategy, gc support, gw support, pt anatomical morphology, and pt disease state. In this case, because the first vision stent would not cross and sustained damage, and then this second vision stent, of a smaller size and length, would also not cross the lesion, it would indicate that the inability to cross the lesion was most likely related to the calcified anatomy. The reported difficulties experienced during the procedure appear to be related to the operational context of the device.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent was deployed in an unintended site. Device issue: stent dislodgement. It was reported that treatment was being performed on a calcified rca. A 3.5 x 28 mm vision stent delivery system (sds) did not cross, due to the calcified vessel and the stent struts were found to be flared when the sds was removed from the pt. Then, a 3.0 x 12 mm vision was utilized, but got caught in the calcified rca and also did not cross the lesion. During removal from the pt the stent dislodged and migrated to the sfa. The dislodged stent was unable to be retrieved from the body and was subsequently deployed in the sfa with a balloon catheter. They completed the procedure by implanting a 3.5 x 28 mm zeta stent in the rca and a 3.5 x 12 mm vision stent in the cx. No additional event or pt information is available.